Event description:
Caller reported that the cartridge was not fitting properly on the pump, indicated by it not fully snapping into place. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support guided the caller to inspect the pump, identify and remove an o-ring from the pneumatic tap, and clean the area. The caller was then instructed to reload the original cartridge, which was successfully accomplished, allowing insulin therapy to resume.